Event description:
Customer reported intermittent communication failures during procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the lemo cable. Sys operates as intended.